Manufacturer narrative:
According to the authors, patient - related factors such as an anterior chamber reaction caused by hyphema may have been responsible for the iol opacification. (B)(4).

Event description:
Bausch & lomb received a published literature reporting lens opacification with implantation of an akreos adapt intraocular lens in the right eye. The pt had undergone pars plana vitrectomy for proliferative diabetic retinopathy in combination with phacoemulsification and implantation of the akreos iol in the capsular bag. Six months postoperatively, the pt was diagnosed with neovascular glaucoma and hyphema (iop 38mm hg). The patient's bcva had decreased to counting fingers. He underwent ahmed valve implantation through pars plana vitrectomy. Ten months following the implantation of the iol, lens opacification was diagnosed with decreased visual acuity. The iol was explanted 45 months after lens implantation. Another iol was implanted into the sulcus with no complication.